Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to articular surface wear and debris that has caused an osteolytic cyst under the tibial tray.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The part and lot numbers of the components are unknown; therefore the device history record could not be reviewed and a complaint history search for related product could not be conducted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06847.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to articular surface wear and debris that contributed to an osteolytic cyst under the tibial tray. The articular surface was removed and replaced. No additional patient consequences were reported.